Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The customer complained about an autofill failure. The fse was able to reproduce the autofill failure. The fse found that the pneumatic interface module was failing. A new pneumatic interface module was ordered and replaced, the fse completed all functional tests without any further failures. Subsequently, the cardiosave iabp service completed with safety, calibration, and functionality checks to factory specifications. The unit was released to the customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had an autofill error. There was no patient involvement, and no adverse event reported.